Event description:
Customer's spouse reported the death of his wife. Customer was in a hospice unconscious and went into shock. Customer's heart stopped. Caller stated that the insulin pump was removed when his wife was admitted into the hospice on (B)(6) 2013. Caller stated that the insulin pump had nothing to do with the passing of his wife. Caller refused to provide information regarding the emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.